Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patients left knee was revised due to the axel breaking.

Manufacturer narrative:
An event regarding crack/fracture of a mrh axle was reported. The event was confirmed. -device evaluation and results: material analysis indicates, the axle fractured in fatigue with the final fracture occurring in overload. Eds showed the device was consistent with astm f1537 alloy. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were received. -device history review: indicates all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis concluded that the reported device broke in fatigue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as such as x-rays, operative reports as well as patient history, details and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patients left knee was revised due to the axel breaking.